Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-03466. It was reported the pt is not receiving stimulation in her right leg due to malposition of the scs lead during implantation. Subsequently, the scs lead was turned off. The physician is planning on referring the pt to a neuro-surgeon for surgical intervention. There is no additional info at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.